Event description:
Received article published on the journal of vascular access tiled "comparison of flixene and standard ptfe arteriovenous graft (avg) for early hemodialysis". This is a prospective observational study of all arteriovenous grafts placed over a 40 month period between 2008 and 2011 at their vascular unit. The report stated 11 graft infections were observed during the study period, comprising of 6 standard ptfe grafts and the remaining on flixene grafts.

Manufacturer narrative:
The study includes two different style vascular grafts, one being flixene vascular graft. Per the study flixene can be cannulated for dialysis within 3 days. It has similar patency and complication rates as other prosthetic grafts in the market. In pts who have no access and require urgent dialysis, flixene is a viable option. We are uncertain if any eval has been performed on the devices used in the study because no complaints were previously received and no devices were returned to the MFR. If further info is obtained a f/u report will be submitted.